Event description:
The user facility reported that during the 5th use of a dialyzer, a pt experienced a headache. The dialysis treatment was stopped temporarily and the dialyzer was changed out without returning the blood in the circuit to the pt. The dialysis treatment was completed with no further problems. The uer facility reported that there were no pt complications associated with this event.